Manufacturer narrative:
The customer confirmed that the suspect device/component will not returned for evaluation. Therefore, no root cause could be determined. However, the customer was advised that the device would have to be removed from the patient and that they should try running the extended systems test (est) to see if that resolved their issue. Otherwise, there is a problem with the o2 sensor or the blender inside the unit. The customer then confirmed that the device issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator shows a low fraction of inspired oxygen (fio2) alarm while connected to a patient. The device is set to 80% but only shows 69%. Furthermore, the ventilation did not stop and the patient was not removed from the ventilator but there was no patient harm associated with the reported event.